Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. Chronic high thresholds were noted and atrial capture could not be confirmed. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.